Event description:
Brief inquiry description: new onguard spike adaptor 412143 falling off from bag and tip of device broken detailed inquiry description: while spiking a baxter bag the tip of the spike adaptor 412143 broke, also they found it very sharp and short and the baxter bag got perforated and it leaked. While using the spike adaptor 412143 with (B)(6) pab 500ml bag the spike adaptor felt off at the bedside and the oncology drug was all over the nurse and patient. Was medical intervention necessary- no. Was therapy incomplete, incorrect or interrupted- no. Injury- no.